Event description:
This report was received from global pharmacovigilance. This is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began remedial therapy with fortum (1gm, daily, ip) and reflin (1gm, daily, ip). The cause of the peritonitis was unknown. The patient was not hospitalized. On an unreported date, the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.